Manufacturer narrative:
The returned device was evaluated and upon investigation, a piece of plastic was found under the mechanism rail of the returned device. The plastic resulted in the mechanism rail to be misaligned and cause the catch beam to be pushed up out of position. Upon needle deployment the slide insert was able to travel by the catch beam and back to its initial position without being stopped by the catch beam. The cause of this manufacturing deficiency could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 300 mg/dl after wearing the pod between 4 and 24 hours on the back. The patient was able to activate a new pod and the patient's bg levels lower to 120 mg/dl.